Event description:
The customer reported that after mixing one coseal premix 4ml there was small granules in the syringe. The product was not used. This was noticed prior to use; no patient injury is reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: in this case, the particles inside the syringe have been identified prior to use. In addition, the product has not been used on the patient therefore the patient was not harmed. If such hazard reoccurs and user didn't identify such granules prior to use, in a worst case scenario, this may lead to a local foreign body reaction. Only in exceptional cases this may lead to serious injury. A follow-up report will be submitted upon completion of the investigation which includes the receipt and evaluation of the sample.

Manufacturer narrative:
(B)(4).baxter investigation results:visual inspection of the complaint sample by baxter hayward observed no particles or granules in the returned syringes. The complaint was not confirmed. Per baxter hayward, the solution in the peg syringe suggested that reconstitution had been initiated. Batch record review by baxter (B)(4) found no issues that could have contributed to this complaint issue. All release/testing specifications were met for this product lot. No particles or foreign matter was observed in the peg and dsd pouches during visual inspection prior to release. Visual inspection of retention samples found no particles or anomalies. No manufacturing defect was identified. No trend was identified and this is the first report complaint of this nature for this product lot. This complaint will be kept on record for trending purposes.